Manufacturer narrative:
(B)(4). A partial lead was returned, 51cm of the distal end, for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that there was an alert for vf episode which in fact was noise which could be reproduced in clinic. All measurements were normal and no lead damage could not be seen on fluoroscopy. No shocks were delivered due to the noise and patient condition was good after replacement procedure.